Event description:
It was reported that the device over infused an unspecified fluid or medication. The biomed performed a preliminary inspection on the pump and noted the platen assembly top hinge was cracked/broken. There was a report of some harm to the patient; details were not provided.

Manufacturer narrative:
The customer¿s report of an overinfusion of an unspecified medication was not confirmed. During physical inspection the only observed anomalies were dull iui connectors, a crack at the lower door hinge and a broken platen upper hinge post. The pcu event log shows pump module s/n (B)(4) was programmed to infuse norepinephrine 8mg/250ml (drugid 225) at 6:45 am on (B)(6) 2019. The infusion ran until 3:34 am on (B)(6) 2019 when the device was channeled off. During this period, the infusion was stopped and started multiple times and ran at various rates. The volume recorded as being infused during this period was 327.785ml. Functional testing performed found the pump module to be delivering fluid within specification. The probable cause of the overinfusion was identified as due to a broken platen post at the upper hinge. A broken platen at the upper hinge can cause intermittent unregulated flow depending on how the platen positions itself when the door is closed. The root cause of the broken platen hinge was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device over infused an unspecified fluid or medication. The biomed performed a preliminary inspection on the pump and noted the platen assembly top hinge was cracked/broken. There was a report of some harm to the patient; details were not provided.